Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm. The procedure was completed with a non bsc device. No patient complications were reported.